Event description:
It was reported that the patient received eight inappropriate shocks due to atrial arrhythmia with rapid ventricular response. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5568 implantable pacing lead, (B)(6) 2008. (B)(4).